Manufacturer narrative:
Additional narrative: it was reported that the patient underwent removal and repair of vaginal mesh at the apex on (B)(6) 2013 concurrently with a cystoscopy, right retrograde pyelogram with fluoroscopy showing a passed ureteral stone

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior colporrhaphy cystoscopy, and colpopexy due to symptomatic large cystocele with incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.